Event description:
The implant center reported that the patient complained of intermittent device function in 2001. In 2001, the patient was seen at the implant center for device evaluation and testing conducted at center demonstrated system was no longer functioning. Patient requested reimplantation with another clarion device.